Event description:
Overdelivery reported. The pump was in a nursing home to infuse hydration of d5.45ns with 20meq of potassium chloride. The pump was set to infuse a total volume of 1000ml at 75ml/h. The pump display reportedly indicated that 450ml had infused, however, the entire 1000ml container was empty. Customer estimates that the infusion actually ran at 150ml/h despite being set at 75m/h. The pt did not experience any adverse effects. No add'l info was available.